Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn was infusing through a PICC line. A leak was noticed in the filter of the 3-way extension set. No harm to the patient was reported but the central line had to be disconnected to replace the extension set.

Manufacturer narrative:
The customer¿s report of the IV set leaking at the filter was confirmed the extension set was visually inspected for damage such as cracks, kinks, holes, and tears in the tubing and its components. Further visual inspection of the filter vent under a microscope did not reveal any damage or anomalies. Functional testing was performed and blue dye water flowing through the 0.2 micron filter. Droplets of the blue dye water were flowed out of the vent of the filter. The root cause of the a fluid leak from the filter vent was not identified. The probable cause based on the leakage from the filter vent, was most likely a wetted out filter.